Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, loss of capture and far p-wave oversensing. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region. The reported events of loss of capture and far p-wave oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture and far p wave oversensing on the right ventricular (rv) lead. On (B)(6) 2023, an x-ray was performed and revealed rv lead dislodgment. During repositioning, the helix was unable to be extended. The physician elected to explant and replace the rv lead. The patient condition was stable.